Event description:
Loose stem removed and replaced with long stem cemented precision hip with new +5mm head.

Manufacturer narrative:
Summary of evaluation:the cause of loosening could not be accurately determined with the limited amount of information provided.